Manufacturer narrative:
An intuitive surgical inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis investigations did replicate and confirm the reported complaint error "32097". In the logs, the 32097 error was caused by error 31226, which indicates a downstream link issue to the usm 4 axes controller circuit board (acc) on the usm axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be isolated to the reported event. The usm was installed on a patient fixture test platform (pftp) where the fiber test was found to fail on the 0x3 axis. Once testing was completed, the rolling loop fiber was applied behavioral analysis tested and verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the rolling loop fiber assembly was found to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure that error 32097 occurred against universal surgical manipulator (usm) 4. There was no additional information provided.